Event description:
It was reported (B)(6) the pt was implanted with a lamitrode s8 lead and intra-operative testing verified stimulation was received in the proper areas. While in the recovery room, programming was attempted; however, the pt was unable to receive any stimulation. X-rays were taken and determined the lead had migrated. The physician decided to remove the lamitrode s8 lead and replaced it with an octrode lead, which resolved the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.